Event description:
The customer reported sparking from exposed wires on the pump in style transformer, which is a safety risk.

Manufacturer narrative:
A replacement power supply was sent to the customer. Attempts to follow up with the customer to get add'l complaint info are still ongoing. The product involved in the complaint was discarded; therefore, will not be returned for eval/investigation at this time. Therefore, no conclusions can be made as to the cause of the event. Should add'l info or the original product be received, resulting in new, changed, or corrected info, a follow up report will be filed at that time. As a result of CAPA (B)(4) which was initiated for pump in style transformer overheating/melting issues, a field action safety notification was initiated on 04/04/2011. Activities related to this notification are ongoing.